Event description:
It was reported that the intraocular lens (iol) was stuck in the incision. The event occurred prior to complete implant of the lens. The intraocular lens was removed and replaced with the same model and size lens. An incision enlargement was required and a suture was used. No injury to the patient. Left eye surgery was performed. No further information was provided.

Manufacturer narrative:
Additional info: device available for evaluation: yes, returned on 04/02/2014. Device evaluated by MFR: yes. Device evaluation: the device was received and forwarded to the manufacturing site for investigation. Visual inspection revealed fiber and particle adhered to the lens optic body compatible with handling the lens out of sterile environment. No other cosmetic condition was observed in the sample returned. Functional testing was conducted. The functional testing consists of loading the lens into a cartridge and a hand piece. The acceptance criteria of this testing is that the lenses must unfold flat in less than 1 minute (60 sec) without manipulation. The lens was loaded (fold) correctly in the cartridge. The results of the complaint unit tested were found within functional testing parameters as complaint lens unfold (flat time test) within 24 sec after its deployment. Results of this functional test found the product meets manufacturing specifications. A review of the manufacturing records was conducted. Results revealed all process operations presented in the manufacturing record from generation to boxing were in compliance with the manufacturing specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated during manufacturing of this production order. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Pt sex: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.